Manufacturer narrative:
(B)(4).

Event description:
It was reported that a broken cannula occurred. The sensor was inserted on 11-14-2022. No product was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Event description:
It was reported that a broken needle occurred. The sensor was inserted on (B)(6)2022. After insertion, the sensor area was painful, and on (B)(6)2022, the patient removed the sensor and applied a new sensor in a different location. The old sensor site continued to hurt so he consulted a physician who determined with an unspecified test that the ¿needle¿ had broken off in the skin. An abscess had formed in the area, and a surgical consult was recommended. The area was painful and swollen with a big red knot. After consulting the surgeon, the broken portion was surgically removed at the hospital on (B)(6)2022. Details of the procedure and post-treatment were not specified. The patient stated he was unable to work for two weeks before and after the surgery. No product was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4)